Manufacturer narrative:
The date of this report was inadvertently documented as oct 18, 2016 on the initial report. The correct date is oct 17, 2016. The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the sterile cover (lid) device could not cover the power module device was confirmed. An assessment was performed on the device which determined the power module was functional, but dents were found nearby the lever. The findings suggest that the power module got dropped. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 2 for the same event. It was reported from (B)(6) that during an unspecified surgical procedure when the surgeon attempted to insert the power module device into the handpiece device, it was observed that the sterile cover (lid) device could not cover the power module device. It was reported that there was no delay in the procedure as an unspecified spare device was available for use. It was reported that the procedure was successfully completed. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.